Event description:
No additional information received: during the packaging process, we have come across syringes with an absolutely undesirable abnormality. It was discovered on 05-04-2024. Article number 301035, batch 3110657. We have now found this in the production of a relatively low number of syringes and still have many boxes of this batch in stock. Please comment on whether there is an increased risk for the rest of the batch. 1 syringe has a loose particle in the piston in silicone oil, behind the stopper. See photo 1. 1 syringe has a loose wire of plastic stuck between the stopper and the piston and is for the most part in front of the stopper. See photo 2. We often see these kinds of threads of plastic stuck on the plunger with the 20ml syringes ((B)(6)). Both syringes are made in the same factory in columbus.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation: it was reported there was a loose particle behind the stopper. To aid in the investigation, two samples and two photos were received for evaluation by our quality team. A visual inspection was performed. One sample has a loose particle adhered to the plunger rod ring that is 1/4" about the rubber stopper and is 1/64" in size. The other sample has a plastic string adhered to the syringe rubber stopper that is about 1/4" long. The two photos provided show the samples received. No other defects or imperfections were observed. This defect could occur if the particles were left in the assembly equipment during the cleaning process. A device history record review was completed for provided material number 301035, lot 3110657. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bd acceptance criteria. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
During the packaging process, we have come across syringes with an absolutely undesirable abnormality. It was discovered on 05-04-2024. Article number 301035, batch 3110657. We have now found this in the production of a relatively low number of syringes and still have many boxes of this batch in stock. Please comment on whether there is an increased risk for the rest of the batch. 1 syringe has a loose particle in the piston in silicone oil, behind the stopper. See photo 1. 1 syringe has a loose wire of plastic stuck between the stopper and the piston and is for the most part in front of the stopper. We often see these kinds of threads of plastic stuck on the plunger with the 20ml syringes (301031). Both syringes are made in the same factory in columbus.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.